Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer was receiving sensor glucose not available alerts. Troubleshooting was initiated and when the customer was advised to remove the sensor and check for bent sensor, the cannula was missing. It was reported that the sensor site was sore. The customer inquired if the sensor cannula could be in the body and the customer was advised that it could be a possibility. The patient's blood glucose at the time of incident was 15 mmol/l. The sensor will be returned for analysis. A letter of analysis was requested.

Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test and sensor passed per specifications. Performed bicarbonate buffer test sensor passed per specifications with accurate readings. 2 of 3 remaining opened/used sensors found with cannula retracted inside sensor base. 3rd remaining sensor found with cannula bent and stuck between adhesive tape. See attached file for details.inspected 2 new sensors and performed continuity resistance test and both sensors passed per specifications. Performed bicarbonate buffer test and both sensors passed per specifications with accurate readings. See attached file for results.

Manufacturer narrative:
We inspected four opened and used sensors. We found some sensors with cannula retracted inside sensor base and other sensor found with cannula bent and stuck between adhesive tape. The final sensor performed continuity resistance test and sensor passed per specifications and performed bicarbonate buffer test and sensor passed per specifications with accurate readings. Inspected two new sensors and performed continuity resistance test and both sensors passed per specifications. Performed bicarbonate buffer test and both sensors passed per specifications with accurate readings.